Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation the battery status indicated three years remaining. However one year earlier the battery status indicated seven and a half years remaining. Boston scientific engineering reviewed the data stored in the pacemaker's memory and found that the power consumption has been increasing during the past year and is expected to continue to increase. Device replacement was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the pacemaker was received for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.